Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation of returned guidewire revealed its coil was broken apart at distal side of middle brazing, no separation with the guidewire. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned device, it is inferred that during the attempt to cross the target lesion, free movement of the guidewire tip might be restricted due to being caught supposedly, rotational manipulation to the guidewire lead accumulation of the force to the coil, and the coil wire was broken apart due to the accumulated force which exceeded the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged.

Event description:
Reportedly, during the attempt to cross a lestion at lad #6, coil deformation was noted. Guidewrie was removed without separation. No impact to the patient.